Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during an attempted implant, the lead dislodged. After retracting the helix and replacing back the lead, helix would not extend. Upon explant, body tissue was noted inside the helix and would no longer actuate. A new lead was implanted. The patient was in good condition before, during and after the procedure.